Manufacturer narrative:
The reported complaint of "the autopulse platform (serial # (B)(4) displayed an unknown user advisory (ua) error message" was not confirmed during functional testing but confirmed in the archive data. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, no physical damage was observed on the autopulse platform. The archive data review showed ua02 (compression tracking error), ua17 (max motor on-time exceeded during active operation) and ua12 (lifeband not present) error messages on the reported complaint date, thus confirming the reported complaint. User advisories are normally clearable error messages designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. The autopulse platform passed the preliminary functional test without any fault or error. User advisories ua02, ua17 and ua12 error messages were not reproduced. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The load cell characterization test confirmed both load cell modules are functioning within the specification, and brake gap was verified and it was within the specification.

Event description:
During patient use, the autopulse platform (sn (B)(4) displayed an unknown user advisory (ua) error message. The patient was unresponsive so not sure if the outcome would have been different but care was compromised. Patient's status information was requested but the customer did not provide a response.